Event description:
It was reported that it was not possible to deploy the stent completely during placement. The target lesion extended from the left common iliac artery to the external iliac artery. There was some difficulty inserting a guidewire through the lesion; however, after the guidewire was inserted, pre-dilation was performed without any problem. Although, there was some tracking difficulty at the level of the descending aorta, the stent delivery system was successfully advanced over the guidewire to the target lesion. The user started to deploy the stent and the distal part of stent deployed without problem. However, the proximal part of the stent did not deploy even though the markers of the outer sheath were retracted past the tantalum markers. The area where the proximal stent was deployed was not within the lesion, but in an ordinary blood vessel, thus a balloon with a smaller diameter was inserted and the stent was deployed. There were no flow limitations and there was no report of injury to the pt.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device PMA p080007 currently distributed in the u.s. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device remains implanted; therefore, a product evaluation could not be performed. The event investigation is currently underway.